Manufacturer narrative:
(B)(4). Investigation summary: photos were received where it was possible to observe damaged barrel and plunger rod broken. The video sent by the customer was verified and it was possible observe plunger rod broken. It was performed the DHR, quality notification and maintenance analysis and the no occurrence potentially related to the occurrence was observed. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the photos and video provided. Root cause description: the probable cause for the occurrence is related to failure at syringe assembly station. Rationale: the incident identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported that 8 syringes safety 5ml ll 22x1 an curitiba were found with cracked barrels and damaged plunger rods before use. The following information was provided by the initial reporter, translated from portuguese to english: "emerald saf-t 5ml syringe with 0.70x25 needle, cylinder: reservoir to accommodate the medicine is damaged / cracked , as well as the damaged stem."